Event description:
Machine technician reported that blood was found in one out of 50 dialysis machines he checked. He added that the blood could have been in the machine event before they changed to the seraflow q set blood lines. The machines are checked every 5,000 hours. He also stated that he has seen blood in dialysis machines before using the co's lines, when they used other lines.